Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Per medical records: washout of right hip, implant retention and change of head. Update per medical review dated (B)(6) 2017: [...}a microbiology report of a specimen taken (B)(6) 2016 and reported on (B)(6) 2016 states, "one of five samples positive for propioni bacterium acnes from anaerobic bottle" .